Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm or determined the needle mechanism failure reported. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported the needle mechanism did not deploy. The pod was not worn and no adverse patient impact was reported.

Manufacturer narrative:
The pod was received in the not deployed position. The download data contained a rotational sensor error with no timeouts or drive stalls. No hazard alarms were observed. The pod was rerun to see if the rotational sensor error would be replicated. The rerun data contained a rotational sensor error with no drive stalls. During the rerun the pod experience a 0x42 alarm, indicating that rotational sensor did not reach the minimum pulses between safety sensor trans. The drive mechanism was inspected, but no abnormalities were found. The download data from the device showed that a rotational sensor malfunction occurred which resulted in first prime ending earlier than expected. This prevented the firing flat from being lined up with the release bar by the end of second prime and prevented the needle mechanism from deploying as intended. Inspection of the needle mechanism assembly found no damages or manufacturing deficiencies that would contribute in the needle being unable to deploy.